Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received information that a computer blue screened during use. On (B)(6) 2016, follow-up information was received that indicated that patients were rescheduled as a result. The customer's hard drive was replaced for complete resolution. No patient harm occurred from the delay. With merge eye station not functioning as expected there is a potential for a delay in diagnosis or treatment that results in harm. Reference complaint number (B)(4).